Manufacturer narrative:
The investigation into the priming issue has been completed. The impella pump was returned for investigation. The root cause of the pump unable to start was use related because the red lumen was not removed prior to pump activation indicating a premature pump activation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After connecting the power cable, the step-by-step explanation was aborted and the start screen became active. The priming of the pump was also interrupted. Successfully switched to a second pump and another aic console. No harm done to the patient.